Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that the information had been overwritten due to continued use of the pump. During testing, the rewind, load, and prime steps were completed successfully with no duplicated prime issues. The force sensor calibration measured within specifications. The pump was exercised for 24 hours with no prime issues duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.